Event description:
Patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision - left hip. Update from (B)(6) email 15th mar 2012: date of revision, products, reason for revision, hospital, surgeon, type of hip replacement, date of primary surgery. Asr revision. Left asr hip resurfacing system. Reason for revision: pain. Update - added surgeon form, amended primary surgery date and added additional reason for revison. Taken from surgeon form dated (B)(6) 2014. Reason for revision : pain / alval/ soft tissue reaction.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.